Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a pt was diagnosed with a non-staining corneal infiltrate at one week post lasik. The topical steroid drops were increased, and the antibiotic drop was continued. Upon following up, the infiltrate had cleared, and the medications have been discontinued. The pt has no complaints.